Manufacturer narrative:
The power supply cable was returned to the manufacturer for analysis. Analysis found no fault with this component. The main fusion cable was returned to the manufacturer for analysis. Analysis found no fault with this component. The fusion panel was returned to the manufacturer for analysis. A continuity test revealed an electrical failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were no cables with visible damage in the system or with the peripherals.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing mains cable, I/o assembly panel and power assembly cable resolved the issue. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system froze in the middle of a procedure. Manufacturer representative noted that video was being fed from a stryker instrument using a s-cable. Issue resolved with system reboot. There was no impact to patient. There was a reported delay to procedure of 5 minutes due to this issue.